Event description:
Boston scientific received information that this left ventricular (lv) lead may have moved, causing or contributing to the oversensing of the atrium that was occurring, inhibiting lv pacing. Lv therapy is not critical therapy. Lv capture was still within normal limits. Further troubleshooting was to be done. There was no report of adverse patient effect associated with this clinical observation.

Manufacturer narrative:
To date, this lead remains actively implanted. As new information would become available, this report will be further evaluated and updated.